Event description:
It was reported the esc button was not working. Customer was attempting to change the reservoir due to low reservoir alarm. Customer's blood glucose was 193 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to the keypad traces. The insulin pump has minor scratches on lcd window.